Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff was leaking. The tube was removed and the patient was re-intubated.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs of contamination. Discoloration, missing parts or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the blue control cuff and connector did not reveal any irregularities. Closer examination of the tube showed a damaged cuff membrane. Furthermore scratch marks on the tube shaft near the balloon in direction to the balloon membrane were visible. The review of the manufacturing documentation showed no manufacturing errors during any step of the production process. Based on the investigation performed, the reported complaint could not be confirmed. The investigation showed a damaged cuff membrane and tube shaft which caused the reported failure mode. No manufacturing related issue could be identified. All armoured tracheal tubes are 100% inspected prior to packaging. A product showing such a defect would have been detected prior to release. Most likely the defect was caused during use of the device, although this could not be confirmed.

Event description:
The customer alleges that the cuff was leaking. The tube was removed and the patient was re-intubated.